Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device signaled sealed and had an end tone, but when the surgeon released the jaws, it was not sealed and there was no re-grasp alert. There was a bleeder that the device did not seal, with less than 500cc blood loss, and the surgeon had to sew the vessel. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.